Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a routine functional check of the device was performed prior to surgery. In the process of the just started arthroscopy, the use of a disposable handpiece became necessary. After connecting the disposable handpiece to the device it was determined that it did not work as intended. A new disposable handpiece,was used which also remained functionless. The operation was then aborted. No further information at the moment.